Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform the rewind test, basic occlusion test, occlusion test, prime, compromised force sensor system test, excessive no delivery test and displacement test or verify motor error alarm due to blank display.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. Customer's blood glucose level was unknown. Customer reported that the insulin pump had a motor error in the past. Customer reported that she changed the battery and insulin pump was sopped working until it got battery out limit alarm. Customer was assisted with performing self test and it was passed. Customer was advised to monitor the insulin pump. Insulin pump will be returned for analysis.